Manufacturer narrative:
(B)(4). Date sent: 2/20/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 442d17 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with a cracked anvil shroud tab and the clamp arm pivot pin detached and no returned for analysis. Also, the anvil shroud half was detached from the anvil metal piece and only the anvil clamp dowel pin was present. A glcr80b reload was present. The reload had the proximal 4 drivers up with four protruding staples, and the remaining drivers down with staples present and the swing tab in the unlocked position. The swing tab in unlocked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. The cracked shroud did not have a functional impact on the device. Also, it's possible that the pivot pin fell out when the anvil shroud was broken. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was misclamped without having the device halves locked. The device was tested for functionality with the returned reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 442d17 , and no non-conformances were identified. Additional information was requested and the following was obtained: did any piece break off of the device? No. I confirmed this with the surgeon and the resident. From the picture it appears the plastic retention part broke but is still connected. Did any pieces fall into the patient? No if yes, were they retrieved? N/a will all pieces be returned with the device? The stapler will be returned with the reload intact. I did not open the box as it is a dirty instrument but was told everything is together. If no, were they discarded? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection procedure, half of the stapler broke off. The device fired twice without issue. On the third firing, on the anvil side the white plastic piece broke off of the metal piece. The surgeon did not hear any cracking sound. There were no patient consequences reported.